Event description:
Healthcare professional reported right side textured to smooth implant exchange and rupture. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety - product/ procedure- breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Photos of the explanted device have been received; evaluation not yet begun.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and rupture. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/feb/2024.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and rupture. The device has been explanted and replaced.